Event description:
During an in clinic follow-up, high defibrillation impedance was observed on the right ventricular (rv) lead. A lead revision procedure is anticipated to be performed to resolve the event, however no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the lead was capped and replaced to resolve the event and the patient was in stable condition.